Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this device was operating in safety mode. The device will be scheduled for replacement. No adverse patient effects were reported.